Manufacturer narrative:
(B)(4). No samples were received for evaluation. No customer pictures were received. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states "issue with the gel in the sst tubes that the psc's are experiencing". Customer states: " we've had reports of the specimens not separating as expected during centrifugation. Not separating from the cells, the gel in the tube is not closing off and the red cells are coming up."